Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to verify a33 alarms due to motor error alarms. The insulin pump has with cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window corners, cracked belt clip slot and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 160 mg/dl at the time of the incident. Customer stated that the alarm occurred during the rewind/prime sequence. Customer was advised to disconnect and remove the reservoir from the pump. Customer was not able to continue with troubleshooting with the pump because it was not detecting the reservoir and it was just squirting out insulin. Customer stated that the pump was squirting out insulin and the pump still says to press act to fill tubing. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.